Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The device was not returned to boston scientific for analysis therefore a technical analysis could not be performed and the complaint could not be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time. Additional information was received stating that the replacement of the implantable pulse generator (ipg) was necessary because the patient was no longe fully capable to reliably manage charging of the rechargeable battery. As a result, the device was switched to a non rechargeable model.